Event description:
It was observed that during the device evaluation, the camera head exhibited small cut on the cable and failed leak test. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: probable root cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.